Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No unexpected battery out of limit alarm noted during testing. The device was also received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip. No moisture damage inside the device was noted. (B)(4).

Event description:
The customer's mother reported via phone call that the buttons became unresponsive after the insulin pump was exposed to moisture. They removed the battery and stated that they received a battery out limit when putting the battery back in. Blood glucose value was 239 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.